Manufacturer narrative:
Analysis verified 'not working properly.' Unit presented with a defective stim pcba. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while sales representative attempting to upgrade the system, he received a self-test failed error. When he reboots the system, it passes the self-test but gives a pi fault error. The fault error appears on both wired and wireless connection. Representative used another pi box from other system and passed electrode check with no fault errors. Representative checked fuses, but no blown fuses. Representative was able to upgrade both console and pi box(with difficulty) but still failed. There was no patient involvement.